Event description:
It was reported that the patient was experiencing adverse event (ae) # 3 of moderate pain and numbness in left arm, possibly related to stimulation, possibly related to device placement, and not related to implant procedure. The event was noted to be unresolved/not recovered. An update was received that actions were taken for the adverse events including interrupting treatment and diagnostic examinations and/or tests. Further information was then received that the ae term was updated to left arm neuropathy. This event does not meet serious adverse event criteria and is of moderate severity. There is no relation to the implant procedure, and a possible relation to both stimulation and the device. The outcome is not recovered/not resolved.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was later reported that the event was updated to possibly related to device, possible related to stimulation and, not related to implant procedure. No other relevant information has been received to date.

Manufacturer narrative:
B5. Describe event; corrected information; initial MDR inadvertently omitted information known prior to submission.

Event description:
The adverse event relationship was updated to possibly related to device, not related to implant procedure or stimulation.

Event description:
Later, it was reported that the ae 3 (left arm neuropathy) was determined to not be related to vns therapy/surgery.

Event description:
Later it was reported that the left arm neuropathy was updated to be not related to the implant procedure. The adverse event remains not related to the device and possibly related to vns stimulation. No other relevant information has been received to date.